Event description:
It was reported that revision surgery was performed due to femoral neck fracture which occurred 2 months post-operatively.

Event description:
It was reported that during a deep anterior rectum resection procedure, there was an incomplete staple line, complete cutting line. An anus praetor [colostomy] was performed to complete the case. No further information is available.